Event description:
It was reported that the pt has experienced progressively worse pain in his right knee with intermittent swelling and difficulty walking and standing.

Manufacturer narrative:
Compatibility of the components was reviewed with no issues found. Primary surgical notes provided indicate there were advanced arthritic changes and that soft tissue releases were performed to allow realignment. The surgical notes do not provide enough detail to determine if the correct surgical technique was used to implant the devices; however, there is no indication of improper technique. No devices or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.